Event description:
It was reported that the 2800 system would not turn on and the handle came off the power distribution box. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power switch and handle were repaired during the service call. The system was tested and found to be working as intended, and put back into service.